Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an 8 cm infrarenal abdominal aortic aneurysm. Aneurysm morphology at the time of implant is unk. The aortic neck was reported to be short. It was reported that the stent graft was explanted due to aneurysm expansion, distal graft migration, which was secondary to disease progression. Follow-up at 24 months post stent graft implant, it was reported that the proximal aortic neck dilatation, an increase in neck tortuosity, and minor limb bowing. Serial follow-ups throughout the implant duration showed the aneurysm size remaining at 7-8 cm with continued disease progression; however, no endoleaks were ever reported and the pt remained asymptomatic. A recent follow-up showed that the graft had migrated distally. The physician elected to convert the pt to an open surgical repair. At the time of explant, the graft was reported as structurally intact, easily removed proximally, and well incorporated at the distal iliac limbs. Medtronic has received the stent graft and the analysis has been completed. Upon examination of the stent graft, the exact cause of the aneurysm expansion and recent graft migration cannot be confirmed; however, it appears it was likely due to the reported disease progression. The proximal aortic body was found angulated anteriorly 90 degrees, with a kink observed at the mid-body of the bifurcate (ring a 3-4), likely the result of the reported neck angulation and morphology changes. No add'l clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Results: inherent risk of procedure (migration). Pts condition affected effectiveness of device (the severe angulation and disease progression of the aortic neck. Conclusions: device failure/lack of effectiveness related to pt condition (the severe angulation and disease progression of the aortic neck).